Event description:
Customer reported that the power button frequently failed to activate the pump, requiring multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional action was taken.